Event description:
It was reported that the patient experienced a low blood glucose of 67 mg/dl while using the ilet system, and the caregiver treated with fast-acting carbohydrates; they called to confirm whether complex carbohydrates were needed and were advised that they were not, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with oral glucose without the need for medical intervention. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed no device malfunction reported and no device component issue identified, with resolution achieved through user-directed carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.